Manufacturer narrative:
It was reported that the vascular puncture outfit of an avanti+ sheath introducer and transradial kit has been damaged during use in the patient. Upon receipt of the returned device, the vessel dilator was separated. There was no reported patient injury. Additional information was also received that the vessel dilator joint was fractured. It occurred prior to the procedure. The device was not used in the procedure and another device from the same catalog number was used. One non sterile unit of si avanti+ transrad kit 11cm was received inside a plastic bag. Per visual analysis, the vessel dilator was received separated in two pieces at 16.3cm from distal end just under snap ring. No other issues were found. The vessel dilator od and ID were measured near to the separated condition and results were found within specification. The vessel dilator separated area was inspected under a microscope and twisted and elongated conditions were observed. Sem analysis was performed and results showed that separated sections presented with evidence of elongations and twisted characteristics. This evidence found can suggest that the device was induced to an excessive application of tension and torsion force that induced the separation. No other issues were found during the sem analysis. A review of the manufacturing documentation associated lot 17242469 revealed no anomalies during the manufacturing and inspection processes. The complaint reported by the customer as ¿catheter sheath introducer (csi) - damaged¿ was not confirmed since any anomalies or damages were found on the received csi unit. The cause of the event reported by the customer could be related to the vessel dilator separated condition found. The complaint reported by the customer ¿vessel dilator- separated¿ was confirmed since the vessel dilator was received separated in two pieces. The root cause of the separation found on the vessel dilator could not be conclusively determined during the analysis. However, procedural factors may have contributed to the reported event as evidenced by the elongations and twisted characteristics noted during sem analysis. Controls are in place to verify and inspect for damages on the vessel dilator before leaving the facility. Neither the product analysis nor the device history record review suggest that the reported event is manufacturing related. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
(B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
It was reported that the vascular puncture outfit of an avanti+ sheath introducer and transradial kit has been damaged during use in the patient. Upon receipt of the device the vessel dilator was separated. There was no reported patient injury. Additional information was also received that the vessel dilator joint was fractured. It occurred pre-operation. The device was not used in the procedure and another device from the same catalog number was used.